Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that the pacing wire on the swan-ganz catheter was not capturing. There was no patient injury. The lot number was unknown. The customer has been unresponsive to requests for additional details and patient demographics.